Event description:
It was reported that when therapy measurements are taken on the first screen it will show impedance greater than 800 ohms, but when they do an electrode impedance, 23 is back in normal range. It was noted that the electrode impedance was taken at 2.0 v / 450 pw. Additional information received reported that electrode impedances for c2, c3 and 23 are always fine on the third screen, whereas the first screen always says it is greater than 800 ohms. It was noted that the patient was doing fine. Additional information received reported that the patient¿s therapy was working fine and the patient had a meeting set with the manufacturer representative in three weeks. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 435135, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 435135, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
Additional information received reported that when the patient met with a manufacturer's representative, a second clinician programmer was used to determine if there was an issue. Therapy impedance was greater than 800 ohms while the electrode combination of 2/3 was 511 ohms. It was noted that the system was functional. It was noted that 12.5 ma was used and the voltage was calculated at 6.7v. The patient was finishing an "8 day session of being sick" with nausea and vomiting and reported a 25% decrease in those symptoms. The patient was going to be seen in a month for another check. If additional information becomes available, another follow-up report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that they had seen the issue a couple times in the past in which the clinician programmer would show a therapy measurement of greater than 800 ohms, but when they checked the electrode impedances, c-2, c-3, and 2-3 pairs were normal (around 400-500 ohms). It was noted that this was seen during routine follow-up appointments. No patient symptoms were reported. No further complications were reported/anticipated.